Event description:
Reporting status: serious injury-medical intervention/permanent impairment. Reporting rationale: separated portion of guide wire remains in pt anatomy. Device issue: guide wire separation. It was reported via a user facility medwatch report that multiple runs were made with a silverhawk atherectomy device. While removing the device, a segment of the whisper guide wire was lodged in the atherectomy device. The physician was aware and a second atherectomy device was inserted and in use with multiple atherectomy runs. Difficulty was experienced while advancing the atherectomy device through lesions. After several runs, a peripheral angiogram was performed and it was noticed that a distal segment of the guide wire separated and dislodged at pedal level to left lower extremity. Attempts to retrieve the segment of the guide wire were made unsuccessfully. No add'l event or pt info is available.